Manufacturer narrative:
During an internal review on may 31, 2019, it was noted that there is a correction to the 3500a initial. It was originally reported that the product had not yet been returned for evaluation. However, the product was received on april 11, 2019. Therefore, populated device available for evaluation?, date device returned to manufacturer, and is device returned to manufacturer?. Investigation summary: it was reported that a patient underwent a procedure with a carpal tunnel ectr blade assembly and the device fell apart in the patient¿s wrist. The device and all portions of the device were retrieved successfully. No additional intervention was required. The procedure was completed with no patient consequences. The returned device is observed to be whole and intact; however, the black plastic molding that holds the cutting blade is damaged, which allows the blade to shift out of position and not advance correctly. This movement prevents the device from functioning correctly. The report of the device falling apart is not confirmed, but the device is damaged and will not function as designed. A manufacturing record evaluation was performed for the finished device lot# 2081865, and no internal actions were identified. Per the instructions for use (IFU) for reprocessed carpal tunnel blades {smi-420-380 rev. D}, the carpal tunnel blade assembly is one component of the carpal tunnel release system that also includes a hand piece and an endoscope. None of the other equipment used in tandem with this device were provided for additional examination. The IFU also notes in its warnings and precautions section that "the blade assembly must be locked with the blade lock screw after insertion into the hand piece... The blade lock screw must not be over tightened. This could lead to the blade not retracting." While the fmea for surgical accessories {sm4979 rev. A} notes that possible causes for a device breakage are excessive pressure used, physician misuse, and contact with another hard/metal object, no conclusion as to the cause of the identified failure could be determined as the device was handled and used within the operative field. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The product has not yet been returned for evaluation. (B)(4).

Event description:
It was reported that a patient underwent a procedure with a carpal tunnel ectr blade assembly and the device fell apart in the patient¿s wrist. The device and all portions of the device were retrieved successfully. No additional intervention was required. The procedure was completed with no patient consequences. This event has been assessed as reportable.